Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, after a patient notification was received, the lead pacing impedance and capture threshold were elevated and out of range. Lead replacement was anticipated and during the procedure, it was noted that the lead was not fully screwed into the header of the ICD. The lead was re-inserted into the header and the event was resolved. The patient is stable.